Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using the same cartridge for longer than the recommended 48-72 hours, tandem technical support educated the customer this is considered off label use per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use pump for insulin therapy.